Event description:
It has been reported that the device's live image was not available. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips opened an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up successfully. Review of the log files confirmed the reported issue. The fse performed functional testing, checked the installed devices and found the x-ray pc was not loaded in the system and epx database backup was not available. The actual cause was found to be with the onsite engineer who replaced the system but failed to reload the x-ray pc software. The fse reinstalled the software, restored epx database, completed batch verification to resolve the issue. After the repair, the system was returned to use in good working order.